Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, biometric identifier was running slow and the screen was spiraling or continuously loading after signing in with a username. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that biometric identifier (bio ID) was running slow and loading after signing in with username. The technical support specialist ran a test from station rad-es and identified that ldap traffic on port 389 was failing when reaching the es server due to domain controller routing tied to the 172.20.0.0/23 subnet. It updated active directory sites and services to direct pyxis es devices to the correct, closest domain controllers, and after rebooting the devices, ldap authentication began functioning as expected. The system functioned as intended after the technical support specialist investigated the device.